Manufacturer narrative:
(B)(4). One used dialyzer was returned to the baxter product analysis lab (pal) and disinfected with bleach solution. A visual inspection was performed and no obvious defects were found. A manual leak test was performed to check for any leakage of the dialyzer and there was no leakage found. No other testing is used to evaluate a patient reaction. This complaint could not be confirmed for patient reaction. The manufacturer, nipro, performed a batch review and retention sample review. Results indicate: the manufacturing records, process inspection records and release inspection records of the lots concerned were reviewed and no abnormality was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.

Event description:
The facility clinical coordinator contacted baxter product surveillance to report the patient having multiple incidences of patient reactions with baxter dialyzers over the past few months. She stated that the patient symptoms included: light headedness, nausea, shortness of breath (sob) and coughing up frothy emesis. This occurred 7 times with the same patient: in (B)(6) 2011. She stated that there was an air in blood alarm on the gambro machine today and that she has already talked with gambro today about the alarm on the machine. She stated that the patient had the symptoms in (B)(6) right after the air in blood alarm on the machine and they were not sure if the symptoms were related to the dialyzer at the time. She stated that in (B)(6), two of their gambro machines had air alarm problems, but she was not sure if the patient had been on either of these 2 machines back in (B)(6). She stated that the patient had 3 incidences in the month of (B)(6) after the machines were fixed. Then the patient had the symptoms on (B)(6) 2011. The bloodlines used were from gambro, the machine was gambro, and the fistula needle is from (B)(4). The symptoms occurred at the onset of treatment. There was no hospitalization was required. The patient was given oxygen, ultrafiltration was decreased, blood flow rate was decreased and the patient recovered within 10 minutes. On (B)(6) 2011, the patient was dialyzed on a CT 190 without experiencing any signs or symptoms of reaction.

Manufacturer narrative:
(B)(4). Additional information: this is a xenium single use dialyzer. Sagent heparin 3000 u bolus with 1500u hourly was administered to the patient during therapy. The patient has used this dialyzer since (B)(6) 2011. Previously the patient used a (B)(4) dialyzer.

Manufacturer narrative:
(B)(4). The sample has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or if additional information is received a follow-up will be submitted. This report one of seven.